Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device removal is noted as "ruptured". Unknown device manufacturer. Device has been explanted.

Event description:
Healthcare professional reported left side "ruptured." Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side device removal is noted, as "ruptured". At a later date, healthcare professional provided device information, product is a "style 68 saline filled breast implant". Therefore, the event of rupture was removed from this record. And event of deflation was added. Device has been explanted and discarded.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.